Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead, the criteria for the rv lead integrity alert (lia) were met, the impedance on the rv pacing lead was beyond the expected upper range, and oversensing due to non-physiologic signals/ short interval counts (sic). Analyst commented, 121 ventricular sic between (B)(6) 2016, 5 non sustained tachycardia episodes with v-v intervals greater than 220 milliseconds on (B)(6) 2016. Lead failure predictor triggered on (B)(6) 2016 for lead impedance and ventricular sic. Rv pace impedance steady at approximately 342 ohms through (B)(6) 2016, then begins to vary greatly, spiking to 1425 ohms the week of (B)(6) 2016.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited elevated short interval counts (sic), high, unstable and/or fluctuating impedance and elevated number of non-sustained ventricular tachycardia (vt) episodes was noted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.